Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use inspection process, the cs100 intra-aortic balloon pump (iabp) unit alarmed electrical detection failure code #50. No one was hurt

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp device. The fse determined the pump component failure based on the on-site test results and applied for replacement parts(pump assembly). The fse then made a second visit to replace the pump components. After the replacement, the functional parameters of the equipment were tested to be normal and delivered to the customer for use.

Event description:
N/a.